Event description:
Bausch & lomb surgical received notification of a corneal burn incident from a european customer. The customer was using a catalyst unit; however, the customer has identified the footswitch as the source of the incident. The pt required an additional procedure to prevent further injury.

Event description:
Bausch & lomb surgical received notification of a corneal burn incident from a european customer. The customer was using a catalyst unit, however, the customer had identified the footswitch as the source of the incident. The pt required an additional procedure to prevent further injury.